Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning due to leakage from cover. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, the device evaluation found the following: due to deformation of the suction cover the water tightness was lost, the flexibility adjustment ring had a scratch, the grip had a scratch, the air/water cylinder had no color, the suction cylinder had no color, the switch box had a scratch, the right/left knob had a scratch, the up/down knob had corrosion, due to wear of the angle wire the bending angle in the down direction did not meet the standard value, the light guide lens had a crack, the connecting tube had coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the colonovideoscope had a back side handle loss. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and a whitish foreign material was found inside the auxiliary tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.